Event description:
Medwatch report explained that (B)(6) 2009: pt's wife called nurses station stating pt has extreme headache-10/10-and bed is wet. Nurse found pt to have slight slurred speech. Discovered small tear in drain tubing system. Immediately distal to t-port. Neuro exam performed, no other deficits noticed. Drain system was leaking csf fluid into the bed could have resulted in brain herniation. Dates of use: 2009. Diagnosis: pseudomeningocele. Event abated after use stopped: yes. Hospital and product code is unknown. By the description of the device it is presumed to be that of (B)(4).

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow-up report will be filed. If lot information does become available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.